Event description:
Reporter alleged obtaining a discrepant blood glucose result of 142 mg/dl, and then the result changed to another result of 15 mg/dl on the advantage system. No action were reported taken or treatment received. No adverse event reported. Replacement product was sent after the initial call, where the customer declined providing more information, so no request was made for the return of the suspect device.